Manufacturer narrative:
(B)(4). Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable due to not charging the device for more than three months. The patient was unable to establish communication between ipg and multiple external devices. Surgical intervention will be taken at a later date to address the issue. Date of event is unknown.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information found the patient had their ipg explanted at an unknown date.